Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2023-03585 it was reported that the patient's ipg was inoperable due to not charging the ipg for extended period of time. As such, unable to set the system into MRI mode. In turn, surgical intervention took place wherein it was noted that there was high impedance on the lead. As such, the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.